Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, the keypad cover was found to be lifted at the ok button and all buttons were responsive during investigation. The cover was removed and there was no contamination found under the contacts. The audio bolus button cover was damaged but still responsive during investigation.